Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex artery. A 15mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured in pinhole form at first inflation at 6atm within 30 seconds. The device was removed without any problem using the normal method and the procedure was completed with a different device. No patient complications reported and the patient was good post procedure.